Event description:
Patient went to surgery recently for placement of an epidural spinal cord stimulator panel. The next day the patient was complaining of the worst pain in her life. This same day, the patient returned to surgery due to migration of the spinal cord stimulator epidural paddle and epidural hematoma. Underwent evacuation of entire spinal cord stimulator system and evacuation of epidural hematoma. Manufacturer representative was to pick up stimulator from the pathology department.